Manufacturer narrative:
B5: additional information was received which clarified that the peripherally inserted central catheter (PICC) line was kinked. H4: the lot was manufactured between february 26, 2024 and february 28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible no flow. The reported condition was verified. However, upon further clarification the reported condition was a result of a kinked non-baxter peripherally inserted central catheter (PICC) line. Therefore, the baxter device is no longer suspect in this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor during infusion. The device contained piperacillin/tazobactam and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.